Manufacturer narrative:
Device alarmed no motor movement during rewind. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion due to no motor movement. Per visual inspection found traces of corrosion on the home motor switch. Motor was tested outside device, and it failed generating another no motor movement.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer's blood glucose levels were not provided at the time of the incident. Troubleshooting was provided for the insulin pump error alarm. The alarms was able to be cleared. The customer reported that the insulin pump was not able to rewind. The insulin pump will return for analysis. It was not stated if the auto mode feature was in use.